Event description:
Patient spontaneously states cassettes were leaking. This did not occur while in use, no injury to patient. Cassettes will not be returned, and replacements will be sent. Backups were available for successful like sustaining continues use. Lot/batch number: 3983323, 4037751 - patient not sure which number is which. Outcome of event is resolved. No additional information or dates available. Reported to (B)(6) by patient/caregiver.